Event description:
Deformity was noted to hub of a resolute integrity drug eluting stent but the physician proceeded to use the device and a leak was noted when the physician attempted to inflate the stent. The device was successfully removed. The patient was then treated with surgery. Device evaluation: a number of struts on the mid stent segments were deformed. A number of struts on the 1st distal segment were stretched and deformed. The distal tip was flared and damaged. The luer was oval in shape with damage visible to the screw threading.

Manufacturer narrative:
Evaluation results: (related to operational context) root cause of the reported event was most likely procedural related. (Deformation problem) - deformation visible to the luer. Evaluation conclusions: (related to operational context) root cause of the reported event was most likely procedural related. (B)(4).